Event description:
It was reported that the patient had a persistent infection at the device pocket and the device was explanted. The exact start date was unknown, but antibiotics and the infection continued for approximately a month prior to explant. The patient had a burning sensation. It was unknown if a culture was taken. The patient¿s status was alive with no injury. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was further reported by the patient¿s physician that the onset date was (B)(6) 2014. Signs and symptoms included redness, swelling, pain and pocket erosion. A culture of the device pocket revealed (B)(6). After removal, the infection resolved.

Event description:
It was further reported that the patient had peri operative antibiotics. The patient first noticed the burning sensation 3 months post implant. No meningitis was noted.

Manufacturer narrative:
(B)(4).